Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade unknown, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast reconstruction revision with 400cc mentor memorygel breast implant and experienced left-sided capsular contracture (unknown grade) and left-sided implant rupture postoperatively. The patient presented with visibly distorted and tight capsule, and capsular contracture was confirmed by the physician. As a result, the patient underwent explantation and replacement with 400cc mentor smooth round moderate plus profile saline breast implants, catalog # 3502400, left serial # (B)(4) and right serial# (B)(4) on (B)(6) 2020. Mentor only received the device implantation year of 2004, and a discrepancy has been noted with the device manufacture date. If additional information is received, a supplemental report will be submitted as applicable.